Event description:
It was reported that nonsustained lead noise episode alert was observed via remote transmission. Sensing latency on the far-field channel resulted in non-sustained lead noise episode. Reprogramming was recommended. Patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received.